Manufacturer narrative:
The device was evaluated at (B)(4). As a result of the evaluation, the following was confirmed. -the air/water nozzle was deformed and the water and air supply was insufficient. -the device has not been repaired in the past year. The user can properly detect the reported phenomenon, because the instruction manual states that the external surface of the entire insertion section, including the bending section and the distal end, and endoscopic system should be inspected. In addition, the user may be able to reduce / prevent the occurrence of reported phenomena, because the instruction manual states the reprocessing method using a cleaning brush. The exact cause of the reported event could not be conclusively determined. However, based on the following information, the air/water nozzle may be clogged because the cleaning brush was damaged when the air/water valve was brushed, and the bristles of the brush got into the air/water supply channel. -according to the inspection result of the device, the air/water nozzle was clogged with brush-like foreign material. -the instruction manual states that the bristles of the brush should be checked for looseness and damage, that the brush cannot be reused and may come off after repeated use, and that the air/water valve should be brushed properly. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
During reprocessing, the user found that the air/water nozzle was clogged and returned the device to olympus (B)(4). The user completed the intended procedure with another similar device, and the procedure was not delayed by more than 15 minutes. The device in which the defect was found was not used for the patient. (B)(4) then inspected the device and found that the inside of the air/water nozzle was clogged with foreign material such as bristles. There was no report of patient injury associated with the event.